Event description:
It was reported that patient had ineffective pain relief despite reprogramming attempts. System was explanted.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type: lead. Product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-jul-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 09-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.